Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ECG electrodes non-functional) has been confirmed. Upon investigation , the j7 wires inside all of the ecgs were not soldered to the ECG pcas. The root cause for the unsoldered j7 wires was an assembly error. An internal corrective action has been issued. No adverse event resulted from the defective electrode belt.

Event description:
A zoll distributor returned electrode belt sn (B)(4) indicating that the electrode belt ECG electrodes were non-functional.